Event description:
It was reported that a battery longevity estimate of the remaining battery life was a minimum of 1.5 years, however, approximately four months later, the device reached elective replacement indicator (eri). The device was explanted and replaced. It was further reported that there was a lead warning noted, however, no changes were observed during pocket manipulation testing or changing of positions. The right ventricular (rv) pacing lead was reported to have exhibited unstable lead impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4524 lead implanted: 1999 (B)(6). (B)(4).